Event description:
It was reported that the device was replaced as the implantable neurostimulator (ins) prematurely depleted. Troubleshooting and diagnostic tests included impedance testing. The patient was alive with injury, clarifying that the patient reportedly fell several times ¿over the past months.¿ other symptoms included less than 50% therapy relief. Additional information received reported that the patient did well post-operatively and would follow-up with the doctor regarding their outcome.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v794135, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).